Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had knee replacement on (B)(6) 2016. Revised evolution mp cs insert size 10mm on (B)(6) 2016/ due to instability. Replaced with evolution mp cs insert size 14mm.